Event description:
A pt reported experiencing hypoglycemia while using a fasttake meter. In 2001, pt's blood glucose was 8.8mmol/l on ft meter at 2:40pm. At 11:31, pt's blood glucose was 6.4mmol/l on ft meter. Based on the ft meter reading, pt took 32u of nph per pt's insulin sliding scale. Two hours later pt lost consciousness. Paramedics were called and found pt's blood glucose 1.1mmol/l on their meter of unknown brand. Pt was taken to hospital where pt spent the night and was discharged the following morning. Pt was treated for hypoglycemia at the hospital with IV glucose solution. No further info was provided.